Manufacturer narrative:
Investigation summary: the sample was not returned for evaluation; however, one electronic photo was provided for review. Based on the photo review, the investigation is confirmed for the reported catheter kink. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Potential contributing factors include repeated clamping in the same location, excessive force, mechanical damage and chemical degradation. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the catheter malfunctioned because of a deformity to both lumens. The device was removed and exchanged. No injury reported.

Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. Medical images have been provided to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter malfunctioned because of a deformity to both lumens. The device was removed and exchanged. No injury reported.